Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) did not detect the air trap was confirmed during functional testing. The possible cause for the saline traces was an overflow of saline into the air trap sensor block, likely caused by a leaking start-up kit (suk) or user mishandling. However, there was no recent previous event found for a leaking suk associated with this thermogard system. During the functional testing, the thermogard system failed to detect the suk air trap, confirming the reported complaint. Upon internal inspection, saline traces were noted in the holes of the air trap sensor block. After cleaning and drying the air trap sensor block, the thermogard system passed the functional testing without issues. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard console with serial number (B)(6). Ccr 79008, reported on nov. 28, 2023. The air trap sensor holes were cleaned and dried.

Event description:
The customer reported the nacl bag went empty and mid:09 (air trap assembly) error message appeared on the thermogard xp ivtm system (sn (B)(6). There was a leakage on the quattro catheter (lot 208095) detected. The catheter was inserted smoothly on the first attempt into the right femoral site of the 71-year-old, 92 kg male patient. A leak check was performed per the IFU. No leaked fluid was observed on the console, on the patient bed or floor, or around the patient. Saline infusion of approximately 400ml into the patient was suspected. The dwell time of the catheter was 4 days. The catheter and saline bag were replaced to continue therapy. Per the customer, the mid:09 was cleared after the console was switched off and on again, but a new console was used because the original console did not recognize the air trap. No injury to the patient.